Event description:
The physician reported that the increased seizures were about the same frequency as pre-vns baseline levels. The vns output current was increased as a result of the increase in seizures. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increased seizures. Only one seizure type increased, however it was not indicated. Additionally, the relationship to vns was not identified.

Event description:
It was reported that the patient has experienced a few more seizures recently. The relationship to pre-vns baseline level is unknown. Attempts for additional information from the physician have been unsuccessul to date.